Manufacturer narrative:
(B)(4). Date sent: 06/10/2021 d4: batch # u5em67 h6: component code = others (g07) device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pph03 device was returned with no apparent damage and with its accessories present. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: closing and firing the instrument (as described in steps 7 and 8) excises the prolapsed mucosa and submucosa and performs a stapled mucosal repair. Keep the staple line 2 cm above the dentate line. Close firmly by turning the adjusting knob clockwise; firmly compress tissue while observing the indicator in the gap setting scale for adequate closure. To promote hemostasis, it is recommended to wait approximately 30 seconds after completely closing the instrument before firing. While closing the instrument, keep it in the proper orientation with respect to the anal canal. Inspect to ensure that extraneous tissue is excluded. As the final adjusting revolution is approached, the orange indicator in the gap setting scale moves into the green range of the gap setting scale. Ensure that the orange indicator is fully within the green range of the gap setting scale. To fire the instrument, draw the red safety back toward the adjusting knob until it sits into the body of the instrument. If the safety cannot be released, the instrument is not in the safe firing range. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Unknown, assumed 1st day that complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during circumferential hemorrhoidectomy surgery, could not fire when severing hemorrhoidal tissue on the first firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.